Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a 2.25 x 38 mm resolute onyx rx drug eluting stent to treat a moderately calcified and tortuous mid cx lesion exhibiting 75% stenosis. The lesion was reported to have been dissected by a non-medtronic wire. There was no damage noted to packaging. No issues removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during advancement but excessive force was not used. It was reported that the physician attempted to cross the lesion but the device failed to cross. The physician then tried using a 5fr guideliner and still could not get the stent to cross. During removal the stent got stuck in the guideliner. It was reported that the stent dislodged. The stent was removed via the guideliner. The physician then tried a 2.25x12 resolute onyx device and this did not cross either. The procedure was completed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.